Event description:
It was reported that intermittent, ongoing occlusion alarms occurred. The customer experienced multiple blood glucose (bg) levels (560 mg/dl). Correction boluses were delivered to treat the bg levels. A supply change was performed to resolve the issue and the customer continued to use the pump for insulin therapy.